Manufacturer narrative:
Device code removed as it no longer applies. It was determined that the patient had 120 months longevity left. As a result, the hcp cancelled the replacement surgery. The patient turned her ins up from 0.8 to 2.2 amps. The patient felt stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3889-28, lot# v048597, implanted: (B)(6) 2007, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The consumer reported the device was "last confirmed to be working in (B)(6) 2014" where the healthcare provider (hcp) made settings adjustment. The patient was used to the therapy sensation and never felt it, but urinary frequency symptoms suddenly returned in (B)(6) 2015 and were gradually getting worse. Later, the consumer was working with their hcp for surgery schedule. Additional information received from the manufacture representative reported that the battery was being checked as well as impedance measurements on (B)(6) 2015 due to the patient believing the battery was dead due to recent intermittent therapy. However, it was determined that the patient had 120 months longevity left. As a result, the hcp cancelled the replacement surgery. Current battery status was reportedly "not known," and it was advised to use higher settings to determine longevity. The patient also had a return of retention symptoms. Cause/factor, troubleshooting, and patient outcome remain unknown. Follow-up is being conducted to obtain additional information. The indication for use included urinary dysfunction. Patient history also included unrelated bowel issues due to colostomy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that impedance testing was performed and everything was fine. They checked the implantable neurostimulator (ins) status of its longevity and it was okay. The patient turned her ins up from 0.8 to 2.2 amps. The patient felt stimulation. The patient discussed this with the physician and they discussed trying this and other things out. The patient left happy. If additional information is received, a supplemental report will be sent.